Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in field b1. Field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred within the last year.